Event description:
Baxter reported a transfer set disconnected from the catheter. This resulted in peritonitis. The patient was treated with unk antibiotics. Additional information, regarding the peritonitis, has been requested from the international affiliate.

Manufacturer narrative:
.